Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle optium neo meter and tripped trend was not correlated with any identified product related issue. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that due to a delivery issue of not receiving the replacement product, experienced a medical event. The customer initially reported a low glucose issue with the adc blood glucose meter and a replacement was ordered. The customer called back to report that the replacement product had not been received and was unable to monitor their blood glucose. As a result, the customer experienced a seizure and a loss of consciousness but no further information was obtained as the customer declined to provide additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle optium neo meter and tripped trend was not correlated with any identified product related issue. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that due to a delivery issue of not receiving the replacement product, experienced a medical event. The customer initially reported a low glucose issue with the adc blood glucose meter and a replacement was ordered. The customer called back to report that the replacement product had not been received and was unable to monitor their blood glucose. As a result, the customer experienced a seizure and a loss of consciousness but no further information was obtained as the customer declined to provide additional information. There was no report of death or permanent injury associated with this event.